Event description:
Rptr experienced foreign body reaction indicated in pathology reports, closed capsulotomies, shoulder pain, lateral epicondyle tenderness, breast tightness/hardness, breast implant dislocation, burning, puckering, lumping, gel bleed, closed capsulotomies, shortness of breath while walking, arms tingle with numbness, chest pain, frozen shoulder, skin growths on chest and had minor surgery in dr's office for piece of implant which stuck up. On 6/23/76, rptr had right breast biopsy with incision of cystic mass. On 8/9/77, rptr had biopsy and aspiration carried out. On 8/14/80, rptr had bilateral simple mastectomy. On 11/14/80, rptr had bilateral reconstructive mammoplasty using a double lumen prosthesis. On the left, 30 cc of saline was added, and no add'l saline added on the right. On 1/16/81, rptr had reconstruction of the nipple and areola of both breasts. On 11/14/93, rptr had capsulectomy with bilateral reconstructive mammoplasty and removal of implants with replacement using device. Fifty cc saline on the right, 100 cc on the left was added. During the manipulation of the right implant, there was some saline and silicone gel leakage, and it was difficult to tell whether this was due to surgical manipulation or preoperative rupture of the implant. On 7/19/85, rptr had exploration of right breast with removal of lump. Torn portion of implant with backing and valve was trimmed off without much difficulty. On 7/29/93, rptr had removal of bilateral ruptured breast implants. (Also see mw1000893.)